Event description:
It was reported to philips that the movements of the azurion device were not available. No patient harm was reported. A philips engineer visited site and performed calibrations of the frontal stand. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use is unknown. The philips remote service engineer (rse) customer the system tried to recreate the errors using system geometry, he was not successful. The review of logs were performed. The philips field service engineer (fse) additionally, an encoder and potentiometer diagnostic was performed for unstable or swinging values. During troubleshooting, after the system had been calibrated, the power was cycled, and the functionality was confirmed, the soft collision warnings in the event logs stopped. The system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.